Event description:
It was reported that a patient feels the device more after driving over a large pothole. Additionally, they experience fecal incontinence, itching, pain, and a shocking sensation at the implant site. The stimulation was turned off, and the patient was advised to contact the doctor. The patient has not experienced any shocking sensations since the stimulation was turned off. The clinical specialist followed up with the patient and impedance check was normal, x-ray was normal per physician. The patient was treated for a urinary tract infection verses kidney infection by the emergency department physician. The patient received antibiotics from the physician for the infection. The implanting physician did not think the infection was device related. The incisions from the implanting procedure were not infected from the most recent exam. The stimulation was turned back on. The patient was instructed to call with concerns, and the clinical specialist has not heard back from the patient. There was no further patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, but it was confirmed the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, fecal incontinence, urinary tract infection, itching, undesired sensations (non-target stimulation area), implant pain, and unspecified kidney or urinary problem were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient feels the device more after driving over a large pothole. Additionally, they experience fecal incontinence, itching, pain, and a shocking sensation at the implant site. The stimulation was turned off, and the patient was advised to contact the doctor. The patient has not experienced any shocking sensations since the stimulation was turned off. The clinical specialist followed up with the patient and impedance check was normal, x-ray was normal per physician. The patient was treated for a urinary tract infection verses kidney infection by the emergency department physician. The patient received antibiotics from the physician for the infection. The implanting physician did not think the infection was device related. The incisions from the implanting procedure were not infected from the most recent exam. The stimulation was turned back on. The patient was instructed to call with concerns, and the clinical specialist has not heard back from the patient. There was no further patient complications reported.